Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-may-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the half height drawer 2.1 was failed. A field service engineer reseated the retractor band cable, position sensor, and open/close sensor, restarted the device and completed testing using the hardware test application (hta), confirming successful operation. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es station napavpas08 half height drawer 2.1 was open, but the touch screen would not register input and did not display medication information. The machine had been rebooted multiple times, but the drawer kept failing. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.